Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the implantable pulse generator (ipg) device exhibited a setscrew problem. The physician was unable to adjust the screws using the screwdriver wrench that was included in the kit. A different screwdriver was used and did not make it either. The device was removed. The procedure was completed with a new device. No patient complications have been reported as a result of this event.